Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After the procedure, the user attempted to aspirate the abscess and noted an air leak around the connection between the hub and the catheter. There was no reported side effect to the patient.